Event description:
On july 13, 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to other devices and compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2015. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿500 mg/dl¿ with the subject meter compared to results of between ¿35-100 mg/dl¿ on two other devices (ultra2 and accu-chek). The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes with insulin (humulin r; around 35-40 units) and claimed she took an increased dose of 55 units of humulin r on the evening of (B)(6) 2015, in response to the alleged issue. The patient reported that an unknown time after the alleged issue began, her ¿blood sugar went low¿ and she felt ¿shaky¿. The patient reported testing her blood glucose with her father¿s meter at the onset of the symptom and a result of ¿58 mg/dl¿ was obtained. There was no mention of medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.